Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture and that refractory retrograde beats were observed on the atrial channel when patient ventricular paced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capturing correctly and the problem of retrograde conduction was due to patient anatomy (presence of a retrograde (slow) pathway) which will be ablated in the future.